Event description:
The home pt called baxter technical services regarding abdominal pain in fill 1 in 2005. At the time of the call the baxter technical services representative (tsr) directed the home pt to do a manual drain and the drain volume was 726ml. The tsr then assisted services the home pt into dwell 1. Baxter product sueveilance placed a follow-up phone call to the home pt's nurse 2 months later. The nurse stated that the home pt was in and out of the hospital due to peritonitis. The culture revealed pseudomonas. The nurse thought the peritonitis was the root cause of the abdominal pain. The home pt is currently in the hospital and has been in the hospital for approximately one month. The home pt has been transferred to hemodialysis, will not be returning to peritoneal dialysis (od), and had the pd catheter removed two weeks ago. The nurse did not know what medications were used to treat the home pt since treatment was in the hospital.